Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('right fallopian tube with small segment of coil/fragment of an essure coil'), device expulsion ('at the level of the right cornua, the tube was excised with the uterus'), embedded device ('migration of essure device, location of device: migrated hooked in the upper part of my right fallopian tube causing severe right abdominal pain/') and autoimmune thyroiditis ('autoimmune disorder, type of disorder: hypothyroidism borderline hashimotos'). In a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: c-section, abortion, pap smear abnormal, koilocytotic atypia, human papilloma virus infection, dysplasia, chlamydial infection, low grade squamous intraepithelial lesion, premature delivery, pelvic pain female, vaginal discharge, stress, sleeplessness, memory impaired, emotional instability, bipolar affective disorder, pregnancy and premature baby. Previously administered products included for birth control: ortho micronor in 2011. For an unreported indication: percocet and micronor. Past adverse reactions to the above products included: non-consummation with ortho micronor. Concurrent conditions included: overweight, chilliness, abdomen enlarged, adnexal mass, quality of life decreased, nabothian cyst, ovarian cyst, preterm premature rupture of membranes, psychiatric disorder nos, coccyx pain and pain upon movement. Concomitant products included: medroxyprogesterone acetate (depo provera)5-jun-2015 to october 2015 for birth control as well as alprazolam (xanax) in 2015, buspirone in 2015, duloxetine hydrochloride (cymbalta) since april 2015 to 2018, duloxetine in 2015, estrogens conjugated;medroxyprogesterone acetate (prempro) from 2016 to 2018, fluconazole (diflucan) in 2015, fondaparinux sodium (arixtra) in 2015, levothyroxine sodium (synthroid) since august 2016 to 2018, ondansetron (zofran) in 2015, quetiapine fumarate (seroquel) in 2015, ranitidine hydrochloride (zantac) in 2015 and zolpidem tartrate (ambien) in 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced, fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("right lower abdomen pain/stabbing right pain since coils were placed") and back pain ("lower back pain"). In (B)(6) 2015, the patient experienced, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced, autoimmune thyroiditis (seriousness criterion medically significant), depression ("psychological or psychiatric problems, condition: depression/ anxiety cause I knew something was wrong since placement, but doctor kept telling me I m just hormonal") and anxiety ("psychological or psychiatric problems, condition: depression/ anxiety cause I knew something was wrong since placement, but doctor kept telling me I m just hormonal") and was found to have hormone level abnormal ("hormonal changes, describe: hormone levels"). And weight increased ("weight gain"). In (B)(6) 2017, the patient experienced, embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced, tooth fracture ("dental problems, tooth had broke"). On an unknown date, the patient experienced, device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), abdominal pain ("severe right abdominal pain/ I had a stabbing right pain since coils were placed"), hypothyroidism ("hypothyroidism"), pelvic pain ("pelvic pain"), tooth abscess ("tooth abscess") and temporomandibular joint syndrome ("severe tmj"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, embedded device, autoimmune thyroiditis, mood swings, night sweats, hot flush, vaginal haemorrhage, menorrhagia, hypothyroidism, tooth abscess and temporomandibular joint syndrome outcome was unknown. And the hormone level abnormal, female sexual dysfunction, depression, anxiety, tooth fracture, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, abdominal pain lower, back pain, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, hypothyroidism, menorrhagia, mood swings, night sweats, pelvic pain, temporomandibular joint syndrome, tooth abscess, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 117 lbs. Bilateral fallopian tubes (left tube contained its entire essure. Right tube contained the majority of its essure, but the proximal portion was removed separately). Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 28.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2015, total bilateral occlusion. He said it looked like it worked, but if I get pregnant don't blame him. I assume this was the test where they ran the clear liquid water into tubes to see if they were closed? That's when a lot of the liquid poured all over the floor. His response was, I think it worked. Pathology test: on an unknown date, a. Right fallopian tube with small segment of coil, portion of fallopian tube, lumen identified, fragment of an essure coil. B. Left fallopian tube with coil intact. Portion of fallopian tube, lumen identified, fragment of an essure coil. Pathology test: on an unknown date, thinprep-tis and hpv, thinprep-tis and hpv, chlamydia/n. Gon. Low grade squamous intraepithelial lesion, (lsil), a more advanced lesion may be present. Ultrasound pelvis: on an unknown date, endometrium. Comment: the endometrium appears irregular in echogenicity. Cervix: nabothian cyst seen. Left ovary: there is a slightly complex cyst on the left ovary, that measures 2.4 x 1.8 cm, increased vascularity seen around this cyst. Comment: although very difficult to image clearly, suspected essure seen bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via medical record, device breakage, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: event " tooth had broke", "severe tmj", "tooth abscess" was added. Reporter information was added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right fallopian tube with small segment of coil/fragment of an essure coil'), device expulsion ('at the level of the right cornua, the tube was excised with the uterus'), embedded device ('migration of essure device, location of device: migrated hooked in the upper part of my right fallopian tube causing severe right abdominal pain/') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hypothyroidism borderline hashimotos') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, abortion, pap smear abnormal, koilocytotic atypia, human papilloma virus infection, dysplasia, chlamydial infection, low grade squamous intraepithelial lesion, premature delivery, pelvic pain female, vaginal discharge, stress, sleeplessness, memory impaired, emotional instability, bipolar affective disorder, pregnancy and premature baby. Previously administered products included for birth control: ortho micronor in 2011; for an unreported indication: percocet and micronor. Past adverse reactions to the above products included non-consummation with ortho micronor. Concurrent conditions included overweight, chilliness, abdomen enlarged, adnexal mass, quality of life decreased, nabothian cyst, ovarian cyst, preterm premature rupture of membranes, psychiatric disorder nos, coccyx pain and pain upon movement. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2015 for birth control as well as alprazolam (xanax) in 2015, buspirone in 2015, duloxetine hydrochloride (cymbalta) since (B)(6) 2015 to 2018, duloxetine in 2015, estrogens conjugated;medroxyprogesterone acetate (prempro) from 2016 to 2018, fluconazole (diflucan) in 2015, fondaparinux sodium (arixtra) in 2015, levothyroxine sodium (synthroid) since (B)(6) 2016 to 2018, ondansetron (zofran) in 2015, quetiapine fumarate (seroquel) in 2015, ranitidine hydrochloride (zantac) in 2015 and zolpidem tartrate (ambien) in 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("right lower abdomen pain/stabbing right pain since coils were placed") and back pain ("lower back pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes describe: hormone levels") and weight increased ("weight gain") and experienced depression ("psychological or psychiatric problems condition: depression / anxiety cause I knew something was wrong since placement but doctor kept telling me I m just hormonal"), anxiety ("psychological or psychiatric problems condition: depression / anxiety cause I knew something was wrong since placement but doctor kept telling me I m just hormonal") and autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes") and abdominal pain ("severe right abdominal pain/ I had a stabbing right pain since coils were placed"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, embedded device, mood swings, night sweats, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, autoimmune thyroiditis, tooth disorder, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown and the hormone level abnormal, depression, anxiety, fatigue, weight increased, alopecia, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, menorrhagia, mood swings, night sweats, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Bilateral fallopian tubes (left tube contained its entire essure; right tube contained the majority of its essure but the proximal portion was removed separately) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. He said it looked like it worked but if I get pregnant don't blame him; I assume this was the test where they ran the clear liquid water into tubes to see if they were closed? That's when a lot of the liquid poured all over the floor his response was I think it worked.. Pathology test - on an unknown date: a. Right fallopian tube with small segment of coil. Portion of fallopian tube, lumen identified. Fragment of an essure coil. B. Left fallopian tube with coil intact. Portion of fallopian tube, lumen identified. Fragment of an essure coil. Pathology test - on an unknown date: thinprep-tis and hpv, thinprep-tis and hpv, chlamydia/n. Gon. Low grade squamous intraepithelial lesion, (lsil), a more advanced lesion may be present. Ultrasound pelvis - on an unknown date: endometrium. Comment: the endometrium appears irregular in echogenicity. Cervix: nabothian cyst seen. Left ovary: there is a slightly complex cyst on the left ovary that measures 2.4 x 1.8 cm; increased vascularity seen around this cyst. Comment: although very difficult to image clearly, suspected essure seen bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via medical record, device breakage, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- case becomes valid and incident. Event injury to herself was removed. New events migration of essure device, location of device: migrated hooked in the upper part of my right fallopian tube causing severe right abdominal pain, device expulsion hormonal changes describe: hormone levels, mood swings, night sweats, hot flashes, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression/ anxiety cause I knew something was wrong since placement but doctor kept telling me I'm just hormonal, autoimmune disorder type of disorder: hypothyroidism borderline hashimotos, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, right lower abdomen pain, right fallopian tube with small segment of coil/fragment of an essure coil, right abdominal pain and lower back pain were added. Implant and explant date were added. Product indication was updated. Patient¿s date of birth, height, weight and race were added. Concomitant drugs, lab data and medical history were added. New reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right fallopian tube with small segment of coil/fragment of an essure coil'), device expulsion ('at the level of the right cornua, the tube was excised with the uterus'), embedded device ('migration of essure device, location of device: migrated hooked in the upper part of my right fallopian tube causing severe right abdominal pain/') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hypothyroidism borderline hashimotos') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, abortion, pap smear abnormal, koilocytotic atypia, human papilloma virus infection, dysplasia, chlamydial infection, low grade squamous intraepithelial lesion, premature delivery, pelvic pain female, vaginal discharge, stress, sleeplessness, memory impaired, emotional instability, bipolar affective disorder, pregnancy and premature baby. Previously administered products included for birth control: ortho micronor in 2011; for an unreported indication: percocet and micronor. Past adverse reactions to the above products included non-consummation with ortho micronor. Concurrent conditions included overweight, chilliness, abdomen enlarged, adnexal mass, quality of life decreased, nabothian cyst, ovarian cyst, preterm premature rupture of membranes, psychiatric disorder nos, coccyx pain and pain upon movement. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2015 to (B)(6) 2015 for birth control as well as alprazolam (xanax) in 2015, buspirone in 2015, duloxetine hydrochloride (cymbalta) since april 2015 to 2018, duloxetine in 2015, estrogens conjugated;medroxyprogesterone acetate (prempro) from 2016 to 2018, fluconazole (diflucan) in 2015, fondaparinux sodium (arixtra) in 2015, levothyroxine sodium (synthroid) since (B)(6) 2016 to 2018, ondansetron (zofran) in 2015, quetiapine fumarate (seroquel) in 2015, ranitidine hydrochloride (zantac) in 2015 and zolpidem tartrate (ambien) in 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("right lower abdomen pain/stabbing right pain since coils were placed") and back pain ("lower back pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes describe: hormone levels") and weight increased ("weight gain") and experienced depression ("psychological or psychiatric problems condition: depression/ anxiety cause I knew something was wrong since placement but doctor kept telling me I m just hormonal"), anxiety ("psychological or psychiatric problems condition: depression/ anxiety cause I knew something was wrong since placement but doctor kept telling me I m just hormonal") and autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes") and abdominal pain ("severe right abdominal pain/ I had a stabbing right pain since coils were placed"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, embedded device, mood swings, night sweats, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, autoimmune thyroiditis, tooth disorder, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown and the hormone level abnormal, depression, anxiety, fatigue, weight increased, alopecia, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, menorrhagia, mood swings, night sweats, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 117 lbs. Bilateral fallopian tubes (left tube contained its entire essure; right tube contained the majority of its essure but the proximal portion was removed separately) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. He said it looked like it worked but if I get pregnant don't blame him; I assume this was the test where they ran the clear liquid water into tubes to see if they were closed? That's when a lot of the liquid poured all over the floor his response was I think it worked.. Pathology test - on an unknown date: a. Right fallopian tube with small segment of coil. Portion of fallopian tube, lumen identified. Fragment of an essure coil. B. Left fallopian tube with coil intact. Portion of fallopian tube, lumen identified. Fragment of an essure coil.. Pathology test - on an unknown date: thinprep-tis and hpv, thinprep-tis and hpv, chlamydia/n. Gon. Low grade squamous intraepithelial lesion, (lsil), a more advanced lesion may be present.. Ultrasound pelvis - on an unknown date: endometrium comment: the endometrium appears irregular in echogenicity. Cervix: nabothian cyst seen. Left ovary: there is a slightly complex cyst on the left ovary that measures 2.4 x 1.8 cm; increased vascularity seen around this cyst. Comment: although very difficult to image clearly, suspected essure seen bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via medical record, device breakage, device expulsion, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-aug-2019: quality safety evaluation of ptc no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right fallopian tube with small segment of coil/fragment of an essure coil'), device expulsion ('at the level of the right cornua, the tube was excised with the uterus'), embedded device ('migration of essure device, location of device: migrated hooked in the upper part of my right fallopian tube causing severe right abdominal pain/') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hypothyroidism borderline hashimotos') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, abortion, pap smear abnormal, koilocytotic atypia, human papilloma virus infection, dysplasia, chlamydial infection, low grade squamous intraepithelial lesion, premature delivery, pelvic pain female, vaginal discharge, stress, sleeplessness, memory impaired, emotional instability, bipolar affective disorder, pregnancy and premature baby. Previously administered products included for birth control: ortho micronor in 2011; for an unreported indication: percocet and micronor. Past adverse reactions to the above products included non-consummation with ortho micronor. Concurrent conditions included overweight, chilliness, abdomen enlarged, adnexal mass, quality of life decreased, nabothian cyst, ovarian cyst, preterm premature rupture of membranes, psychiatric disorder nos, coccyx pain and pain upon movement. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2015 to october 2015 for birth control as well as alprazolam (xanax) in 2015, buspirone in 2015, duloxetine hydrochloride (cymbalta) since april 2015 to 2018, duloxetine in 2015, estrogens conjugated;medroxyprogesterone acetate (prempro) from 2016 to 2018, fluconazole (diflucan) in 2015, fondaparinux sodium (arixtra) in 2015, levothyroxine sodium (synthroid) since august 2016 to 2018, ondansetron (zofran) in 2015, quetiapine fumarate (seroquel) in 2015, ranitidine hydrochloride (zantac) in 2015 and zolpidem tartrate (ambien) in 2015. On (B)(6) 2015, the patient had essure inserted. In july 2015, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("right lower abdomen pain/stabbing right pain since coils were placed") and back pain ("lower back pain"). In august 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In july 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression/ anxiety cause I knew something was wrong since placement but doctor kept telling me I m just hormonal") and anxiety ("psychological or psychiatric problems condition: depression/ anxiety cause I knew something was wrong since placement but doctor kept telling me I m just hormonal") and was found to have hormone level abnormal ("hormonal changes describe: hormone levels") and weight increased ("weight gain"). In november 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In march 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes") and abdominal pain ("severe right abdominal pain/ I had a stabbing right pain since coils were placed"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, embedded device, autoimmune thyroiditis, mood swings, night sweats, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown and the hormone level abnormal, depression, anxiety, fatigue, weight increased, alopecia, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, menorrhagia, mood swings, night sweats, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 117 lbs. Bilateral fallopian tubes (left tube contained its entire essure; right tube contained the majority of its essure but the proximal portion was removed separately) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. He said it looked like it worked but if I get pregnant don't blame him; I assume this was the test where they ran the clear liquid water into tubes to see if they were closed? That's when a lot of the liquid poured all over the floor his response was I think it worked.. Pathology test - on an unknown date: a. Right fallopian tube with small segment of coil. Portion of fallopian tube, lumen identified. Fragment of an essure coil. B. Left fallopian tube with coil intact. Portion of fallopian tube, lumen identified. Fragment of an essure coil.. Pathology test - on an unknown date: thinprep-tis and hpv, thinprep-tis and hpv, chlamydia/n. Gon. Low grade squamous intraepithelial lesion, (lsil), a more advanced lesion may be present.. Ultrasound pelvis - on an unknown date: endometrium comment: the endometrium appears irregular in echogenicity. Cervix: nabothian cyst seen. Left ovary: there is a slightly complex cyst on the left ovary that measures 2.4 x 1.8 cm; increased vascularity seen around this cyst. Comment: although very difficult to image clearly, suspected essure seen bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via medical record, device breakage, device expulsion, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right fallopian tube with small segment of coil/fragment of an essure coil'), device expulsion ('at the level of the right cornua, the tube was excised with the uterus'), embedded device ('migration of essure device, location of device: migrated hooked in the upper part of my right fallopian tube causing severe right abdominal pain/') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hypothyroidism borderline hashimotos') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, abortion, pap smear abnormal, koilocytotic atypia, human papilloma virus infection, dysplasia, chlamydial infection, low grade squamous intraepithelial lesion, premature delivery, pelvic pain female, vaginal discharge, stress, sleeplessness, memory impaired, emotional instability, bipolar affective disorder, pregnancy and premature baby. Previously administered products included for birth control: ortho micronor in 2011; for an unreported indication: percocet and micronor. Past adverse reactions to the above products included non-consummation with ortho micronor. Concurrent conditions included overweight, chilliness, abdomen enlarged, adnexal mass, quality of life decreased, nabothian cyst, ovarian cyst, preterm premature rupture of membranes, psychiatric disorder nos, coccyx pain and pain upon movement. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2015 to (B)(6) 2015 for birth control as well as alprazolam (xanax) in 2015, buspirone in 2015, duloxetine hydrochloride (cymbalta) since (B)(6) 2015 to 2018, duloxetine in 2015, estrogens conjugated;medroxyprogesterone acetate (prempro) from 2016 to 2018, fluconazole (diflucan) in 2015, fondaparinux sodium (arixtra) in 2015, levothyroxine sodium (synthroid) since (B)(6) 2016 to 2018, ondansetron (zofran) in 2015, quetiapine fumarate (seroquel) in 2015, ranitidine hydrochloride (zantac) in 2015 and zolpidem tartrate (ambien) in 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("right lower abdomen pain/stabbing right pain since coils were placed") and back pain ("lower back pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression/ anxiety cause I knew something was wrong since placement but doctor kept telling me I m just hormonal") and anxiety ("psychological or psychiatric problems condition: depression/ anxiety cause I knew something was wrong since placement but doctor kept telling me I m just hormonal") and was found to have hormone level abnormal ("hormonal changes describe: hormone levels") and weight increased ("weight gain"). In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), abdominal pain ("severe right abdominal pain/ I had a stabbing right pain since coils were placed"), hypothyroidism ("hypothyroidism") and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, embedded device, autoimmune thyroiditis, mood swings, night sweats, hot flush, vaginal haemorrhage, menorrhagia and hypothyroidism outcome was unknown and the hormone level abnormal, female sexual dysfunction, depression, anxiety, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, abdominal pain lower, back pain, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, hypothyroidism, menorrhagia, mood swings, night sweats, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 117 lbs. Bilateral fallopian tubes (left tube contained its entire essure; right tube contained the majority of its essure but the proximal portion was removed separately). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. He said it looked like it worked but if I get pregnant don't blame him; I assume this was the test where they ran the clear liquid water into tubes to see if they were closed? That's when a lot of the liquid poured all over the floor his response was I think it worked.. Pathology test - on an unknown date: a. Right fallopian tube with small segment of coil. Portion of fallopian tube, lumen identified. Fragment of an essure coil. B. Left fallopian tube with coil intact. Portion of fallopian tube, lumen identified. Fragment of an essure coil. Pathology test - on an unknown date: thin prep-tis and hpv, thin prep-tis and hpv, chlamydia/n. Gon. Low grade squamous intraepithelial lesion, (lsil), a more advanced lesion may be present.. Ultrasound pelvis - on an unknown date: endometrium. Comment: the endometrium appears irregular in echogenicity. Cervix: nabothian cyst seen. Left ovary: there is a slightly complex cyst on the left ovary that measures 2.4 x 1.8 cm; increased. Vascularity seen around this cyst. Comment: although very difficult to image clearly, suspected essure seen bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via medical record, device breakage, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : events added-pelvic pain. Events outcome updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right fallopian tube with small segment of coil/fragment of an essure coil'), device expulsion ('at the level of the right cornua, the tube was excised with the uterus'), embedded device ('migration of essure device, location of device: migrated hooked in the upper part of my right fallopian tube causing severe right abdominal pain/') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hypothyroidism borderline hashimotos') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, abortion, pap smear abnormal, koilocytotic atypia, human papilloma virus infection, dysplasia, chlamydial infection, low grade squamous intraepithelial lesion, premature delivery, pelvic pain female, vaginal discharge, stress, sleeplessness, memory impaired, emotional instability, bipolar affective disorder, pregnancy and premature baby. Previously administered products included for birth control: ortho micronor in 2011; for an unreported indication: percocet and micronor. Past adverse reactions to the above products included non-consummation with ortho micronor. Concurrent conditions included overweight, chilliness, abdomen enlarged, adnexal mass, quality of life decreased, nabothian cyst, ovarian cyst, preterm premature rupture of membranes, psychiatric disorder nos, coccyx pain and pain upon movement. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2015 to (B)(6) 2015 for birth control as well as alprazolam (xanax) in 2015, buspirone in 2015, duloxetine hydrochloride (cymbalta) since april 2015 to 2018, duloxetine in 2015, estrogens conjugated;medroxyprogesterone acetate (prempro) from 2016 to 2018, fluconazole (diflucan) in 2015, fondaparinux sodium (arixtra) in 2015, levothyroxine sodium (synthroid) since (B)(6) 2016 to 2018, ondansetron (zofran) in 2015, quetiapine fumarate (seroquel) in 2015, ranitidine hydrochloride (zantac) in 2015 and zolpidem tartrate (ambien) in 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("right lower abdomen pain/stabbing right pain since coils were placed") and back pain ("lower back pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression/ anxiety cause I knew something was wrong since placement but doctor kept telling me I m just hormonal") and anxiety ("psychological or psychiatric problems condition: depression/ anxiety cause I knew something was wrong since placement but doctor kept telling me I m just hormonal") and was found to have hormone level abnormal ("hormonal changes describe: hormone levels") and weight increased ("weight gain"). In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), abdominal pain ("severe right abdominal pain/ I had a stabbing right pain since coils were placed") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, embedded device, autoimmune thyroiditis, mood swings, night sweats, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, abdominal pain and hypothyroidism outcome was unknown and the hormone level abnormal, depression, anxiety, fatigue, weight increased, alopecia, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, hypothyroidism, menorrhagia, mood swings, night sweats, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 117 lbs. Bilateral fallopian tubes (left tube contained its entire essure; right tube contained the majority of its essure but the proximal portion was removed separately). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. He said it looked like it worked but if I get pregnant don't blame him; I assume this was the test where they ran the clear liquid water into tubes to see if they were closed? That's when a lot of the liquid poured all over the floor his response was I think it worked.. Pathology test - on an unknown date: a. Right fallopian tube with small segment of coil. Portion of fallopian tube, lumen identified. Fragment of an essure coil. B. Left fallopian tube with coil intact. Portion of fallopian tube, lumen identified. Fragment of an essure coil.. Pathology test - on an unknown date: thinprep-tis and hpv, thinprep-tis and hpv, chlamydia/n. Gon. Low grade squamous intraepithelial lesion, (lsil), a more advanced lesion may be present.. Ultrasound pelvis - on an unknown date: endometrium comment: the endometrium appears irregular in echogenicity. Cervix: nabothian cyst seen. Left ovary: there is a slightly complex cyst on the left ovary that measures 2.4 x 1.8 cm; increased vascularity seen around this cyst. Comment: although very difficult to image clearly, suspected essure seen bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via medical record, device breakage, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received reporter information was added. New added hypothyroidism. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right fallopian tube with small segment of coil/fragment of an essure coil'), device expulsion ('at the level of the right cornua, the tube was excised with the uterus'), embedded device ('migration of essure device, location of device: migrated hooked in the upper part of my right fallopian tube causing severe right abdominal pain/') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hypothyroidism borderline hashimotos') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, abortion, pap smear abnormal, koilocytotic atypia, human papilloma virus infection, dysplasia, chlamydial infection, low grade squamous intraepithelial lesion, premature delivery, pelvic pain female, vaginal discharge, stress, sleeplessness, memory impaired, emotional instability, bipolar affective disorder, pregnancy and premature baby. Previously administered products included for birth control: ortho micronor in 2011; for an unreported indication: percocet and micronor. Past adverse reactions to the above products included non-consummation with ortho micronor. Concurrent conditions included overweight, chilliness, abdomen enlarged, adnexal mass, quality of life decreased, nabothian cyst, ovarian cyst, preterm premature rupture of membranes, psychiatric disorder nos, coccyx pain and pain upon movement. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6)2015 to (B)(6)2015 for birth control as well as alprazolam (xanax) in 2015, buspirone in 2015, duloxetine hydrochloride (cymbalta) since (B)(6)2015 to 2018, duloxetine in 2015, estrogens conjugated;medroxyprogesterone acetate (prempro) from 2016 to 2018, fluconazole (diflucan) in 2015, fondaparinux sodium (arixtra) in 2015, levothyroxine sodium (synthroid) since (B)(6)2016 to 2018, ondansetron (zofran) in 2015, quetiapine fumarate (seroquel) in 2015, ranitidine hydrochloride (zantac) in 2015 and zolpidem tartrate (ambien) in 2015. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("right lower abdomen pain/stabbing right pain since coils were placed") and back pain ("lower back pain"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression/ anxiety cause I knew something was wrong since placement but doctor kept telling me im just hormonal") and anxiety ("psychological or psychiatric problems condition: depression/ anxiety cause I knew something was wrong since placement but doctor kept telling me I m just hormonal") and was found to have hormone level abnormal ("hormonal changes describe: hormone levels") and weight increased ("weight gain"). In (B)(6)2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6)2018, the patient experienced tooth fracture ("dental problems, tooth had broke"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), abdominal pain ("severe right abdominal pain/ I had a stabbing right pain since coils were placed"), hypothyroidism ("hypothyroidism"), pelvic pain ("pelvic pain"), tooth abscess ("tooth abscess"), temporomandibular joint syndrome ("severe tmj") and swelling face ("face swollen"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, device expulsion, embedded device, autoimmune thyroiditis, mood swings, night sweats, hot flush, vaginal haemorrhage, menorrhagia, hypothyroidism, tooth abscess and temporomandibular joint syndrome outcome was unknown, the hormone level abnormal, female sexual dysfunction, depression, anxiety, tooth fracture, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, abdominal pain lower, back pain, abdominal pain and pelvic pain had resolved and the swelling face was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, hypothyroidism, menorrhagia, mood swings, night sweats, pelvic pain, swelling face, temporomandibular joint syndrome, tooth abscess, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 117 lbs. Bilateral fallopian tubes (left tube contained its entire essure; right tube contained the majority of its essure but the proximal portion was removed separately). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. He said it looked like it worked but if I get pregnant don't blame him; I assume this was the test where they ran the clear liquid water into tubes to see if they were closed? That's when a lot of the liquid poured all over the floor his response was I think it worked.. Pathology test - on an unknown date: a. Right fallopian tube with small segment of coil. Portion of fallopian tube, lumen identified. Fragment of an essure coil. B. Left fallopian tube with coil intact. Portion of fallopian tube, lumen identified. Fragment of an essure coil.. Pathology test - on an unknown date: thin prep-tis and hpv, thin prep-tis and hpv, chlamydia/n. Gon. Low grade squamous intraepithelial lesion, (lsil), a more advanced lesion may be present.. Ultrasound pelvis - on an unknown date: endometrium comment: the endometrium appears irregular in echogenicity. Cervix: nabothian cyst seen. Left ovary: there is a slightly complex cyst on the left ovary that measures 2.4 x 1.8 cm; increased vascularity seen around this cyst. Comment: although very difficult to image clearly, suspected essure seen bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via medical record, device breakage, device expulsion, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- face swollen. Reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.